Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation, burning, back pain, blurry vision, swollen lymph nodes, and dizziness.

Event description:
Patient reported left side "inflammation, burning, back pain, swollen lymph nodes." Patient also reported "blurry vision" and "dizziness"; these events are not related to the device. Device remains implanted.